Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act. Connector was inspected and locked on lcd board. No button error alarm during testing. Broken reservoir tube lip and belt clip slot noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and damage. The customer¿s blood glucose level was unknown. The customer reported that the act,up and down buttons were not responding. The customer reported that the time clock was advancing. The customer reported that they had damage to reservoir compartment the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.